Manufacturer narrative:
Continuation of d10: product ID: afr-00001 product type: catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that during a cardiac ablation procedure, a temperature sensor fault (p4) occurred and p4 electrograms were reported as noisy during mapping. The catheter was replaced to continue ablation. The replacement catheter was used the remainder of the procedure and for the target area near the phrenic nerve. The patient experienced tiredness and fatigue. Testing was performed to confirm the nerve injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that "many days" after the cardiac ablation procedure, phrenic nerve palsy was discovered. It was noted that the radiofrequency lesions damaged the phrenic nerve. X-ray testing was performed to confirm the nerve injury. The case was completed. No further patient complications have been reported as a result of this event..